Event description:
It was reported, the xenon light source was blinking. The issue occurred, during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. As a result of DHR review, it was confirmed that the device met its standards at the time of shipment. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Coding information was added to section h6 as it was inadvertently missed with the previous follow-up report.